Event description:
It was reported that during capacitor maintenance, an alert for charge time time-out was observed. Manual capacitor maintenance was performed and was within normal limits. It was also noted that patient has a history of inappropriate therapies. No further information is available.

Manufacturer narrative:
(B)(4).